Event description:
The device was defective when removed from the package. The flush port below the torquer was missing. The physician knowingly used the device. After making two (2) passes, the blade would not pack the tissue all the way into the nosecone. Blood began to leak at the flush port site. The physician switched to a different silverhawk catheter to complete the case. It was noticed that there was distal emboli in the lower portion of the pt's leg. The lower leg had to be opened and a fogarty catheter was used to retrieve the emboli. Pulses in the leg were restored.